Event description:
It was reported the dr was performing a lap chole. It was reported the device wasn't holding the clips properly and was causing bleeding in the pt during the procedure when the clips didn't hold properly. The dr swapped the clip applier with another clip applier and completed the case with no pt consequence. The customer will be returning the old clip applier.